Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device revealed blood and contrast in the shaft lumen and in the inner member, blood on the handle, and the stent was missing. Although this would be expected for a product prepped and used during a procedure, the reported incident indicated that the self expanding stent system (sess) had not been used and may have been manipulated outside the pt anatomy and intentionally deployed. No specific cause was identified for the blood in the inner member, shaft and handle, but it appears to be related to the preparation of the device. It was also observed that both the distal sheath and pull back handle were in the distal position and that the lock was in the un-locked position. With the lock in the un-locked position, it is possible to push the handle in the distal position after the stent has been deployed. No specific cause was identified for the distal position of the handle, the unlocked lock, and the missing stent; however, it is possible that during the reported manipulation and possible intentional deployment of the stent, the pull back handle was both retracted and pushed to the distal position. The instruction for use state the lock is to remain locked until ready to deploy the stent. Substantial damage was noted to the entire catheter. The inner member was separated from the tip holder, although sufficient adhesive was present on both the distal outer member and distal inner member. The inner member was also necked along most of the entire shaft (stretch 10 cm) and separated at the third flushing hole (14 cm proximal to the tip). The fractured face at the point of separation was both stretched and jagged, and the other two flushing holes were also stretched. In addition, the proximal portion of the entire inner member had been pulled out of the outer member. The stretched/necked inner member (along the entire shaft), which was separated from both the tip and at the flushing hole, indicate a tensile overload. A review of the lot history record (lhr) for on line testing showed that the destructive tensile testing met the product spec. Additionally, the lhr review did not reveal any non-conformities. A query of the complaint data base revealed no previous incidents for this part number/lot number combination. No specific cause was identified, but the separation does not appear to be a mfg quality deficiency. It was also observed that the product shelf life had expired april 2009, yet the incident was reported to have occurred (B)(6)2009, which is 2 months after shelf life expiration. The IFU states, "note the product "use by" date specified on the package." Failure to remove expired shelf life product is a user error.

Event description:
Device malfunction: premature deployment/shaft separation. Time of malfunction: device inspection. Symptoms/ae: no pt involvement. It was reported that during device preparation, it was noted that the stent was partially deployed. Reportedly, there was no pt involvement and the device was manipulated outside the pt's anatomy; the stent may have been intentionally deployed or dislodged. There may have been some other type of manipulation that caused the inner/outer member to separate. The stent was then discarded. Though requested, no add'l info was provided.